Event description:
The pump logs revealed that the pump had multiple motor stalls around the date the pt had a computerized tomography scan. In the two weeks that followed, the logs showed multiple 'reset occurred-low battery', 'reset occurred', 'safe state, and 'stopped pump period may exceed tube set' messages. The pump was used to deliver morphine sulfate. The pt was getting oral supplements and didn't experience withdrawal. Pump explant was planned. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.